Manufacturer narrative:
Conclusion: potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of others. In this case, it was reported that the heavy calcium had caused or contributed to the dislodgement. This indicates that the probable cause of the dislodgement was due to patient anatomy/condition. Dislodge events are typically not related to a device malfunction. Following the valve dislodgement, mild paravalvular leak (pvl) was observed. Pvl can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. In this event it was reported that the probable cause of the pvl was due to the valve dislodgement. A second medtronic valve was implanted valve in valve. No additional adverse effects were reported. This event does not indicate device misuse or malfunction. Updated data: h6 results and conclusion codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, pre-dilation was performed due to heavy calcium present. The valve was placed in an ideal position and was released from the delivery catheter system (dcs), but ultimately dislodged. It was noted that mild paravalvular leak (pvl) was present and that the heavy calcium had caused or contributed to the dislodgement. A second valve was implanted valve in valve. No additional adverse patient effects were reported.